Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 600 mg/dl following sensor errors that caused inaccurate readings. The user replaced the sensor and administered a manual insulin injection. No outside medical intervention was required.